Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up MDR will be submitted upon completion of any evaluation.

Event description:
A customer contacted baxter's technical service center to report the supply bag fell off and disconnected during setup of the homechoice (hc). The home patient (hp) stated while setting up for therapy, the supply bag fell and became disconnected. Hp verified it was not the heater bag that fell. The technical service representative advised hp to clamp off the supply line that was being used, and connect an extra supply bag to another supply line and continue with setup. No patient injury or medical intervention was reported.